Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is discouraged with the device as it does not perform as expected. The patient had trouble inflating the device, and also issues with deflation. These issues have made it difficult for the patient to sustain sexual intercourse. The patient has requested the name of an alternate physician in order to obtain a second opinion. There were no patient complications reported.